Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's blower motor replaced to address the issues.

Manufacturer narrative:
Evaluation conclusion: the manufacturer previously reported a failure of the blower motor during testing. The device was evaluated at the manufacturer's service center. During evaluation, the failure was determined to be related to the device's sensor board, not the blower motor. The sensor board was replaced to address the issue.